Event description:
Patient reported elevated blood glucose of >500 mg/dl. His normal range is 150-200 mg/dl. Patient stated that he felt symptoms of extreme thirst and frequent urination. He indicated that he administered a bolus to address the elevated blood glucose issue. Patient reported that a bad site caused the elevated blood glucose. He stated upon removal, the cannula was slightly bent and kinked. The patient did not report assistance by a healthcare professional or second party to address the issue. Patient reported disposing of the infusion set, therefore product will not be returned for evaluation.

Manufacturer narrative:
H-6: no product will be returned for evaluation.